Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/08/2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the backup battery to address and correct this reported event. The external oxygen sensor was replaced to address the field service engineer's observation. The device then passed the extended self-test and performance verification testing.

Event description:
The customer reported a ventilator that would not operate on backup battery. The field service engineer also observed that the external oxygen sensor was not recognized during the initial extended self-test. There was no patient involvement / harm.